Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It would nearly complete, stop and then a pop-up would appear. It was reported that the caller thought the device was reprogrammed as recommended in the advisory notification regarding this model/device. A guidant technical services (ts) consultant recommended that the device be explanted as the patient was at risk for not receiving therapy if needed, as latching was suspected. No adverse patient symptoms were reported.